Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent dislodgement occurred. The 90% stenosed non-calcified target lesion was in the 1st diagonal (diag) artery of average tortuosity. The physician attempted direct stenting of the target lesion with a 2.75x16mm taxus express2 drug eluting stent (des) but encountered resistance and was unable to cross the lesion. The physician removed the stent delivery system but did not realize the stent had dislodged. The physician predilated the lesion with a 2.5x15mm maverick2 balloon for 20 seconds (secs) at 8 atmospheres (atms) and for 20 seconds (secs) at 16 atms. While preparing to reinsert the device into the body, the physician became aware the previous stent was dislodged at the proximal side of the left anterior descending (lad) artery 1st diag. The dislodged stent was able to be retrieved using a non-bsc vena cava filter. The procedure was completed with a 3.0x16mm taxus express2 des. There were no add'l pt complications reported with the pt's current condition listed as "good".